Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken arm clamp at the distal end. There was a broken piece of the teflon pad measuring 0.011" x 0.032" and a missing piece was noted. Thermal damage was also observed. Further inspection of the instrument found blade damage. The blade edge was indented. The instrument was connected to the ethicon generator and it passed the self-test. The instrument was placed and driven on an in-house system two times. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blade and arm clamp opened and closed properly. The instrument passed the energy delivery test. A review of the submitted image was performed and no visible damage was seen on the instrument tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument failed to be recognized. The procedure was completed using a backup instrument with no reported injury. No fragment fell inside the patient's anatomy.